Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Evaluation completed. One bl2114 module, serial number (B)(4) was received. The date of manufacture is 2020. No visual damage was found. The module was functionally tested by manufacturing final inspection technician: installed (B)(4) into sys26985 (scat bl11145) and could not replicate error, either using the gui or the cantest. The DHR review is complete with no anomalies noted. This investigation is ongoing.

Event description:
The user facility reported receiving a vfm19 (a vacuum fault has occurred.) Error showing up after prime and tune and getting into surgery. Three packs were used, the system had hard reboots, and they tried a different doctors file. The animal was already anesthetized and paralyzed for cataract extraction. They were not abele to proceed with the surgery so the animal had to be returned the next day. The sales rep brought a loaner unit to the site and stayed on site for the surgery. Post-op observation has been good so far.